Event description:
Medtronic received information that after implant of this bioprosthetic valve, echocardiogram (toe) revealed central regurgitation. It was reported that the leak was small; however, progressed in size. The patient was put back on bypass and the valve was explanted. Upon explant it was noted that there was a hole in the leaflet. The valve was replaced with another valve of the same model. The surgeon had desired the same size; however, coordinating consignment with another hospital took too long and a size smaller was implanted. There were no adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was discolored showing evidence of blood contact. All leaflets were flexible but slightly stiff which may be an artifact of blood contact, the storage medium used when returning the valve, and/or the decontamination process used for explanted product. A tear, measuring approximately 4 mm, observed in the lunula of the right cusp adjacent to the left right commissure appeared to have occurred during implant. All commissures were intact. Conclusion: based on the information provided and the analysis findings, it is concluded that use error was the likely cause of the event. There are no trends on this issue. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).